Manufacturer narrative:
D6b: explant date: 2021.

Event description:
It was reported that the patient experienced more pain. The patient underwent an ipg explant procedure and the explanted ipg will not be returned per hospital policy.